Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when sphincterotomy was attempted, the cutting wire was detached. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Additional information received since (B)(4) 2012 according to the complainant, the cut wire broke during the procedure. No part of the device fell off into the patient.

Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when sphincterotomy was attempted, the cutting wire was detached. The procedure was completed with another stonetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the exposed cut wire was broken. The broken sections of the cut wire remained attached to the device. One end of the broken wire remained attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cut wire appeared blackened. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was "operational context", likely due to the procedural factors/generator settings. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the reported event: cutting wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.